Manufacturer narrative:
(B)(4) .remove battery depleting too fast.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The contact reported the customer experienced 8 temperature alarms between (B)(6) 2016 and (B)(6) 2016, while pump was being worn in an air conditioned home. Tandem technical support was able to confirm the alarms in the pump data upload and also identified the battery depleting too fast. Reportedly the customer was able to clear the alarm and resume insulin after each instance. The customer's blood glucose levels were not impacted. The customer will use daily injections of insulin, until the replacement pump is received.